Event description:
During arthroscopic shoulder surgery, while provider was using arthroscopic burr for shaving it was noticed that metal shavings were coming from burr. These shavings were removed by provider and wound flushed/washed out during the procedure. Arthrex representative was present during the procedure and witnessed this. Defective burr was given to arthrex rep for evaluation and to replace the defective burr.